Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) initial submitted on nov 19th 2021 with MFR number 3004753838-2021-298343 , re submitted supplemental 001 with 3004753838-2021-298343 on oct 13 2022 and failed due to initial report is missing error. Submitted initial MDR report with MFR number 3004753838-2021-298343 and resubmitted follow up 001 report with new MFR number 3004753838-2022-97162.